Manufacturer narrative:
Lot number # 18g012, 18j007, 18j029, 18j034, 18j038, 18m013, 18n001, and an unspecified lot number. Fifty-two single use devices were received for evaluation. For forty-eight devices, visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the forty-eight returned devices. The devices were found to be conforming product. For two devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. For one device, visual inspection on the device noted the fillport cap was not attached onto the fillport and a broken syringe tip was stuck inside. The reported issue was verified. The cause of the condition was determined to be excessive force being applied directly onto the syringe tip during the filling step. For one device, visual inspection revealed that a segment of the tubing line was pinched. During leak testing, a leak was observed coming out at the pinch area. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Twelve single-use companion samples were received for evaluation. Twelve (12) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the samples with water. During and after fill, no signs of a leak were observed from the fill port or other parts of the samples. The reported condition was not verified for the companion samples. The devices were found to be conforming product. A batch review was conducted for lots 18g012, 18j007, 18j029, 18j034, 18j038, 18m013, 18n001 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 107 </noe> malfunction events. It was reported that at least one hundred and seven (107) large volume infusors leaked. Three of the devices leaked at the connection to a non-baxter male luer, nineteen or twenty devices leaked from the blue winged luer cap, twenty-four devices leaked from an unspecified cap, seven devices leaked from the fill port, one device leaked from the infusion tube, and at least fifty-three devices leaked from an unspecified location. One hundred and five events did not involve a patient, and at least two events occurred during an unspecified process step. No additional information is available.

Manufacturer narrative:
Additional information/correction: describe event or problem: this report summarizes <noe> 106</noe> malfunction events. It was reported that at least one hundred and six (106) large volume infusors leaked. Two of the devices leaked at the connection to a non-baxter male luer, nineteen or twenty devices leaked from the blue winged luer cap, twenty-four devices leaked from an unspecified cap, seven devices leaked from the fill port, one device leaked from the infusion tube, and at least fifty-three devices leaked from an unspecified location. One hundred and four events did not involve a patient, and at least two events occurred during an unspecified process step. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.